Manufacturer narrative:
Section d10: concomitant products: - logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(6)). - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). - lgc tibial fit tray cem sz 4f / 3t (cat# 02-012-45-4030 / serial# (B)(6)). - tibial stem ext. Screw (cat# 04-70-00 / serial# (B)(6)). - fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10.5 years post initial left tka, the 57 y/o male patient had a revision of patella, femur and liner. The patient was revised to left constrained size 4 femur with distal aug 4/5mm, 32 large femoral cone, 41 patella and size 4/11mm constrained insert. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to legal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of tibial insert prosthesis wear and the inclusion of the polyethylene implants in the packaging recall. Possible causes of the observed polyethylene wear include third body wear, patient-related factors, being implanted for over 10 years, orientation of the components, and/or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.